Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing issue was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. Physician was not in agreement with the programming changes therefore elected to not make any programming changes. Patient was stable and will be monitored.